Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: hw11527 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via log analysis since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the possible root causes of the reported suction event may be attributed to multiple factors including but not limited to incorrect placement of the pump during implant, ventricular collapse blocking the inflow cannula, and inappropriate pump rotational speed. This event was assessed and is being reported as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a suck down event occurred and the pump speed decreased momentarily. The pump remains in use. The patient was a participant in the vad destination therapy trial improved blood pressure management clinical study. No patient complications have been reported as a result of this event.